Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an in-service it was observed that the long attachment device was overheating and the color code was stripped off. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the color code was confirmed. However, the reported condition of the attachment device overheating was not confirmed. An assessment was performed on the device which found that the nose cone color bands are coming off and the attachment temperature was according to specification. It was determined that the nose cone was worn from normal use over time. It was further determined that the bearings showed minimal corrosion, however based on the life expectancy of the bearings, this is consistent with creating heat. The assignable root cause was determined to be wear from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.